Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown prodisc-c/unknown quantity/unknown lot. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: gornet, m.f., schranck, f.w., copay, a.g., & kopjar, b. (2016) the effect of workers' compensation status on outcomes of cervical disc arthroplasty. The journal of bone & joint surgery 98a-2:93-99. United states a study was done between december 2007 and march 2012 on 189 patient who underwent cervical disc arthroplasty. The patients 18 years of age or older and suffered from symptomatic cervical disc conditions. The patients were implanted with a prodisc-c or a competitors product. Seventeen patients required cervical reoperation and six patients had surgery related complications both of unknown causes, however pain was reported by patients post-operatively. This report is 1 of 1 for (B)(4). This report is for an unknown prodisc-c.

Manufacturer narrative:
Device used for treatment, not for diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.